Manufacturer narrative:
Findings: pump passed displacement test, operating currents, selftest, off no power, aa21 error test, basic occlusion test, occlusion test, prime/a33 and excessive no delivery test. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked lcd window. Pump received with cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported a no delivery alarm from the insulin pump, as well as cracks on the device. The customer's blood glucose value was 280 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further info was provided.